Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that he inserted a sensor, and had a difficult time removing the needle. The patient stated that it felt like the needle was stuck underneath his skin. The patient did not want to be transferred to the help line due to long hold times, and stated he would call back. Nothing further was reported.